Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the colleagues at the table wanted to clean the mcs, it could not be opened with the release knob. It could only be opened after the charring had been cleaned off the mcs. However, the instrument was still easy to install and remove.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, sp monopolar curved scissors (mcs) tip got strongly glued by the tissue (within a few minutes/ seconds), that the mcs could neither be opened by the surgeon nor by the assistant at the table (by the manual release dial). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.